Event description:
On (B)(6) 2012 an implant card was received which indicated that the patient had a full revision surgery on (B)(6) 2012 due to a lead discontinuity. The impedance with the new vns system was reported to be within normal limits. No x-rays were performed and no trauma was believed to have caused or contributed to the lead discontinuity; the cause of the lead discontinuity was unknown. It was also reported that the explanted lead and generator will not be returned for product analysis. The generator was replaced for prophylactic reasons. Some of the patient's programming history was provided but it did not indicate high impedance.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.